Event description:
It was reported that the deep brain stimulation (dbs) patient experienced inadequate tremor control. Attempts to reprogram the dbs were unsuccessful. The physician's assessment was that the lead was found to be too deep and incorrectly positioned, however, it is unclear whether imaging was used to confirm malposition. The patient underwent a corrective procedure to reposition the lead to the appropriate target. The device was reprogrammed, resulting in effective therapy and the patient recovered well post-operatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Good faith effort attempts were made to obtain additional details regarding the reported event; however, healthcare provider privacy policies prevented further information from being retrieved.